Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and observed the screen not working. The stm replaced the coiled cable and the color video receiver board then tested the screen to ensure proper function. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the display for the cs300 intra- aortic balloon pump (iabp) went totally blank, but the iabp unit was still providing therapy. Therapy was verified after a getinge emergency support consultant (esc) directed the end user to print a strip. Another iabp unit was obtained and the customer's cardiac cath lab (ccl) staff helped transition the patient to the iabp unit. The initial iabp unit was powered down and powered back on and the display screen was noted t be operating properly. The iabp unit was taken back to the ccl to be used as a back up since all other iabp's in the facility were being used. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method code), h10.

Event description:
It was reported that during use on a patient, the display for the cs300 intra- aortic balloon pump (iabp) went totally blank, but the iabp unit was still providing therapy. Therapy was verified after a getinge emergency support consultant (esc) directed the end user to print a strip. Another iabp unit was obtained and the customer's cardiac cath lab (ccl) staff helped transition the patient to the iabp unit. The initial iabp unit was powered down and powered back on and the display screen was noted to be operating properly. The iabp unit was taken back to the ccl to be used as a back up since all other iabp's in the facility were being used. There was no patient harm and no adverse event was reported.